Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified one extended opening and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified one opening crease sharp and wear abrasion. Based on the device analysis the final assessment is one opening crease sharp in the side anterior assessed as fold flaw opening. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side rupture, capsular contracture baker grade iii , exchange from textured to smooth implants due to the patient's concern with the product¿. Device has been explanted.